Event description:
The customer returned the device for the evaluation and repair of a bad angle issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign object in the nozzle as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital association (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. Other observations for the device are: angle is insufficient and has play due to angle wire being stretched; objective lens and light guide adhesive are cloudy due to method of reprocessing; lg lens adhesive is also peeling; insertion tube corrugation tube is crushed and scratched; distal end rubber coating (a-rubber) adhesive is cloudy and chipped. The user¿s complaint of angle issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is available on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. It is possible the device was used in a case with a foreign object attached to it. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
Addendum (B)(6) 2022: it is not known when the customer reported event occurred. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was not able to be identified. It was confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Therefore, it was not possible to identify the cause of the remaining foreign material from the acquired information. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.